Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6)2008, product type: lead. (B)(4).

Event description:
It was reported that a patient's stimulation stopped working two months prior to the report. There were no falls or trauma reported. It was stated that "this started on it's own". It was noted that the patient had pain in her lower back. It was stated that the patient has not charged their device for 2 months. The patient needed to charge her recharger before she could use it to recharge her implantable neurostimulator (ins). Later that same day it was reported that an ins over discharge was suspected. The patient used the antenna locate (al) feature, but was unsuccessful in her attempt to recharge the ins. It was reported that an over discharge of the implantable neurostimulator (ins) was suspected. The last time stimulation was felt was 2-6 months prior to the report. The last successful recharge session was also 2-6 months prior to the report. The patient met with a medtronic representative at the doctor's office during the previous week. Additional information received reported that a power-on-reset (por) condition was seen following an overdischarge. The ins was in overdischarge and the clinician programmer could not clear the por. Four days later it was reported that the patient had a fully charged ins, but was still seeing the por screen. The representative tried to troubleshoot the issue over the phone, but was unsuccessful at clearing the por. It was stated that the patient had worked with the representative. The battery recharge was "done". The patient "did the sync" and "nothing works" so she "gave up".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).